Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer showed software system error and shut down automatically.

Manufacturer narrative:
Preliminary analysis results that the subject programmer is affected by a standard power issue, causing the sudden shutdown, and shall be treated in (B)(6) workshop following repair.

Event description:
Reportedly, the subject programmer showed software system error and shut down automatically.

Event description:
Reportedly, the subject programmer showed software system error and shut down automatically.